Event description:
Reporter stated that the inform meter short-circuited. No adverse event associated with the malfunction was reported. The suspect product was returned to the manufacturer for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 79 mg/dl and 152 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.